Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381533 and lot number 4212198. A quality notification related to the reported defect was initiated during the build of this lot, however without a sample we cannot confirm that this failure was related to that notification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard winged needle did not retract. The following information was provided by the initial reporter: we are having issues with the needle not retracting once the safety mechanism has been engaged. These issues are still occurring, and this poses a significant safety issue for our patients and my associates. No injuries have occurred, but it could potentially cause a needle stick injury if the associate is not aware that the needle has not yet retracted when they go to pull it from the catheter.